Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their quick sets. The customer states the sets came apart from the site at the quick release. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 428mg/dl. Troubleshoot was conducted. The customer was advised the sets would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.